Event description:
Information received by medtronic stated that the insulin pump had damaged screen and moves inside case. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged damage to the lcd window on (B)(6) 2021. Insulin pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, missing display window/cover, cracked keypad overlay, keypad overlay texture damage, cracked retainer, faded serial label damage, corroded battery tube, and scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where scratches on lcd window and missing display window/cover was noted. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.